Event description:
During a pelviscopy with laser, first use of scope and distal tip of laparoscope came loose and fell into pt's pelvic cavity. Surgeon felt all pieces of tip were retrieved. After further investigation from MFR evaluating scope, it was noted that the distal window is missing. Surgery was prolonged 15-20 minutes.

Manufacturer narrative:
The item and all available info have been forwarded for analysis to the MFR in another country. On april 3, 2007, info from MFR evaluating scope, noted that distal window is missing. Further info from investigation is pending.